Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The primary source of the infection was unknown and it was unknown if the infection was related to a procedure. It was noted that the patient had vegetation growing on atrial and right ventricular leads. Both leads were extracted. The pulse generator remained implanted, the atrial port was plugged and the right ventricular lead was replaced. The patient's condition was stable before and after the procedure.